Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience alpine stent delivery system (sds) was removed and re-inserted into the anatomy. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) stent-precautions section 6.2 states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if the instruction for use (IFU) deviation related to re-insertion may have contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulty to advance (guide wire); however, factors that may contribute to difficulty advancing (guide wire) include, but are not limited to, material damage, interaction device accessories (guide wire) or procedural contaminates (blood/contrast) on the guide wire and/or in the inflation lumen. The investigation was unable to determine a conclusive cause for the reported activation failure; however, factors that may contribute to activation failures include, but are not limited to, contamination in the inflation lumen, damage to the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. It should be noted that it is possible that the inner member was damaged due to the reported difficult advancement on the guide wire and/or possible damage during retraction and re-insertion through the guiding catheter that may have contributed to the reported activation failure. However, this could not be confirmed as the device was not returned for evaluation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 80% stenosis. The 3.5x38 mm xience xpedition stent delivery system (sds) was prepped properly and attached to the inflator. Upon insertion there was resistance noted with the guide wire and then the sds was pulled a few inches back before attempting to advance again. The sds was able to reach the proximal portion of the lesion but it could not push through. The sds was removed and additional dilatation of the lesion was performed. Again the xience xpedition sds was advanced with resistance but it reached the lesion; however the delivery system could not deploy the stent due to the inflator not providing negative pressure. Heparin was given as per standard practice. A non-abbott sds was used to successfully treat the lesion. There was a delay in the procedure due to attempting to re-advance the sds; however, there was no reported impact to the patient. No additional information was provided.